Manufacturer narrative:
Supplemental submitted as the investigation determined that the issue with obstruction sensor resulted in the bed lift being stuck in an elevated position and unable to be lowered. This is an annoyance issue only. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported there was an issue with the obstruction sensor. No patient was affected and no adverse consequences were reported.

Event description:
It was reported there was an issue with the obstruction sensor. No patient was affected and no adverse consequences were reported.